Event description:
Patient wore this lens type in the right eye. Doctor reported patient presented with symptoms of redness and irritation of the left eye. The patient stated the eye had been this way for about two weeks. He was diagnosed with a central corneal ulcer, believed to be infectious, os and also od (although asymptomatic) and was prescribed vigamox and bacitracin. The patient recovered with no permanent decrease in visual acuity. The patient was refit into another brand of contact lenses.

Manufacturer narrative:
No product was returned for evaluation and no lot number information is known. Based on available information, no causal factors can be determined and no conclusion can be drawn.